Manufacturer narrative:
Additional information section h.6, b.7, d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient pain and sound quality issues have resolved. Programming adjustments have been made with improvement noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain, discomfort and non-auditory stimulation with and without device use. The recipient was prescribed antibiotics therapy (type unknown).

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.